Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the sterility of the package has been compromised. A 1.50mm rotalink plus was selected for use. During preparation, it was noted that the corner of the sterile package had been compromised. The procedure was completed with another of the same device. No patient complications were reported.